Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for post lumbar laminectomy syndrome, degenerative disc disease, and spinal pain. Information was reported that the patient thinks the ins is dead and wanted to know what to do. The patient said she has not charged it in a long time because she fell down in august and was in so much pan, it was a pretty good fall. The patient has not recharged since (B)(6). The patient tried to charge today, but could not. The patient was redirected to follow up with their healthcare provider (hcp). No further complications were reported. No patient symptoms were reported.